Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-mar-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not communicating. A field service engineer (fse) confirmed that the hospital information technology determined that the network cable and the network port at the wall were damaged. The port was repaired by the it team, and the network cable was replaced by the fse. Following these actions, the device successfully came back online. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es 8center was not communicating, and the device appeared offline in remote smart service (rss). The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.